Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via web form that the insulin pump was damaged at retainer ring. The customer¿s blood glucose level was unknown. Customer reported that the reservoir was unable to lock in place. The insulin pump will not be returned for analysis.